Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. Critical ram parity error recorded on (B)(4) 2010 in address "13 a6". Por severity is considered low as device should be able to fully recover after reset. Diagnostic information is consistent with reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a power on reset on the device. The device was cleared and remains in use. No patient complications have been reported as a result of this event.